Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain - sides pain"), embedded device ("migration of essure device/migration of essure device location of device: anterior fundus, myometrium"), pregnancy with contraceptive device ("pregnancy (with complications)"), haemorrhage in pregnancy ("pregnancy (with complications) bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. A64635) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient didn¿t go essure confirmation test.". The patient's past medical history included multigravida, parity 5 (((B)(6) 2005, (B)(6) 2006, (B)(6) 2009, (B)(6) 2013, (B)(6) 2016) and hypertension. Family history included hypertension. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2013, the patient experienced dysuria ("bladder or urinary problems or changes - painful urination"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches / head pain"), gastrointestinal pain ("bowel pain") and pain in extremity ("leg pain"). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant) and abdominal pain lower ("pregnancy (with complications) pain"). In 2016, the patient experienced abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), premature delivery ("premature delivery/ pre-term labor") and cervix haemorrhage uterine ("complications or problems that occurred at the time of essure placement - cervical arterial hemorrhage"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen (motrin), paracetamol (tylenol), surgery (on (B)(6) 2016 hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2016hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, pregnancy with contraceptive device, haemorrhage in pregnancy, genital haemorrhage, dysuria, migraine, headache, abdominal pain lower, abdominal pain upper, gastrointestinal pain, pain in extremity and cervix haemorrhage uterine had not resolved and the premature delivery outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, abdominal pain upper, cervix haemorrhage uterine, dysuria, embedded device, gastrointestinal pain, genital haemorrhage, haemorrhage in pregnancy, headache, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device and premature delivery to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: essure tubal occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: pfs received - pt of device dislocation changed to embedded device. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain - sides pain"), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("pregnancy (with complications)"), haemorrhage in pregnancy ("pregnancy (with complications) bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. A64635) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient didn¿t go essure confirmation test.". The patient's past medical history included multigravida, parity 5 (((B)(6) 2005, (B)(6) 2006, (B)(6) 2009, (B)(6) 2013, (B)(6) 2016) and hypertension. Family history included hypertension. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2013, the patient experienced dysuria ("bladder or urinary problems or changes - painful urination"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches / head pain"), gastrointestinal pain ("bowel pain") and pain in extremity ("leg pain"). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant) and abdominal pain lower ("pregnancy (with complications) pain"). In 2016, the patient experienced abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), premature delivery ("premature delivery/ pre-term labor") and cervix haemorrhage uterine ("complications or problems that occurred at the time of essure placement - cervical arterial hemorrhage"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen (motrin), paracetamol (tylenol), surgery (on (B)(6) 2016 hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2016 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, haemorrhage in pregnancy, genital haemorrhage, dysuria, migraine, headache, abdominal pain lower, abdominal pain upper, gastrointestinal pain, pain in extremity and cervix haemorrhage uterine had not resolved and the premature delivery outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, abdominal pain upper, cervix haemorrhage uterine, device dislocation, dysuria, gastrointestinal pain, genital haemorrhage, haemorrhage in pregnancy, headache, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device and premature delivery to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: essure tubal occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain - sides pain"), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("pregnancy (with complications)"), haemorrhage in pregnancy ("pregnancy (with complications) bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. A64635) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient didn¿t go essure confirmation test.". The patient's past medical history included multigravida, parity 5 ((17may2005, 14oct2006, 13mar2009, 08oct2013, 01jun2016) and hypertension. Family history included hypertension. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysuria ("bladder or urinary problems or changes - painful urination"). In november 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant) and abdominal pain lower ("pregnancy (with complications) pain"). In 2016, the patient experienced headache ("headaches / head pain"), abdominal pain upper ("stomach pain"), gastrointestinal pain ("bowel pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced pelvic pain and device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), premature delivery ("premature delivery/ pre-term labor") and cervix haemorrhage uterine ("complications or problems that occurred at the time of essure placement - cervical arterial hemorrhage"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen (motrin), paracetamol (tylenol), surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, haemorrhage in pregnancy, genital haemorrhage, dysuria, migraine, headache, abdominal pain lower, abdominal pain upper, gastrointestinal pain, pain in extremity and cervix haemorrhage uterine had not resolved and the premature delivery outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, abdominal pain upper, cervix haemorrhage uterine, device dislocation, dysuria, gastrointestinal pain, genital haemorrhage, haemorrhage in pregnancy, headache, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device and premature delivery to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: essure tubal occlusion. Most recent follow-up information incorporated above includes: on 9-apr-2018: reporter information, patient details, other relevant history, lab data were added. Events migration of essure device, pregnancy (with complications) pain, bleeding, abnormal bleeding (general), bladder or urinary problems or changes -painful urination, migraines, headaches / head pain, stomach pain, bowel pain, leg pain, device ineffective, premature delivery/ pre-term labor, patient didn¿t go essure confirmation test, cervical arterial hemorrhage were added. Event pelvic - side pain was clubbed with pelvic pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a robotic-assisted laparoscopic hysterectomy.). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.